Event description:
Qv sars otc reporting 2x positive test and 1x negative test qv and 3x negative binax -- tss reviewed pi. Qv sars otc reporting fp 2x and one negative quick test . Customer stated during the first test that during the course of testing her nose bled slightly and this resulted positive. Second test, customer intentionally pricked their finger and added a bit of blood to the swab. This is 1 of 2 reports for this case.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info source: phone: (B)(6).